Manufacturer narrative:
H3, h6. The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without clinically relevant information for evaluation, the root cause of the reported, adverse event, broken post and revision, cannot be definitively concluded. The patient impact beyond the reported symptoms, device breakage and revision could not be assessed. No further medical assessment could be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury or surgical technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed on an unspecified date, the patient experienced an adverse event that was solved by a revision surgery on (B)(6) 2021 to replace a lgn xlpe ps insert sz 5-6 11mm that had a broken post. Current health status of patient is unknown.

Manufacturer narrative:
Internal complaint reference (B)(4).